Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the unit was returned for failure analysis but the reported failure (error c-84) could not be reproduced on erbe connected to system. Remotefe could not confirm the fault occurred in the field. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit was installed onto a golden system and monopolar 2nd port instrument was not detected. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was not confirmed based on failure analysis. The probable root cause could not be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: annex code d was changed from d14 to d15.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error on erbe? There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were placed when the issue occurred and the procedure was completed with a third party device.